Event description:
As reported, approximately 1 year post op the initial tsa, this (B)(6) male patient's was revised to a reverse due to infection. Patient experienced deep pain after lifting a heavy suitcase in 2021. No improvement in symptoms, labs confirmed infection. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; 320-36-00 - 36mm humeral liner +0 unconstrained; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-35-01 - small glenoid plate.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.